Event description:
Turned meter on and saw what customer thinks was 347. Dosed 5 units of insulin. Was waiting for dinner and was acting strange. Spouse used the meter and the result was 29 mg/dl. They called the emergency medical technicians and they gave customer a shot of glucose and took them to the hospital to be checked. Hospital gave them a glucose IV. Controls were not used. The device was replaced and requested to be returned for evaluation.